Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime test due to moisture damage on force sensor. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. Motor was tested outside the device and passed. Unit had missing end cap sticker, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 150 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.